Manufacturer narrative:
This occurred during the 2008 time period. Evaluation: we were unable to conduct a full investigation because the product used during the procedure was not returned to cook endoscopy for eval. Three sealed devices from the affected lot were returned for eval. During our functional test, snare handle operation for all three snares was successful. When the handle is manipulated, the snare extends and retracts into the outer sheath. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusion: a definitive cause for the reported observation was unable to be determined because the device was not returned for eval and the sealed devices functioned as intended. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirments prior to shipment. Corrective action: no corrective action at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a polypectomy procedure, the physician used a cook endoscopy acusnare polypectomy snare. The snare was advanced into position. When the snare handle was manipulated, resistance was encountered with snare retraction. The snare was removed from the endoscope. Another snare was used to complete the procedure. A foreign object did not have to be retireved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.